Event description:
Boston scientific 5f ivus was opened by scrub technician at the table ((B)(6), cvt). Scrub technician attempted to flush the ivus catheter using extension tubing, stopcock, and flush syringe provided in ivus package. 20 ml reservoir syringe was used on the sidearm of the stopcock per department protocol. On the first flush attempt, flush exited from between the stopcock and extension tubing. Cvt attempted to disconnect and reconnect the stopcock to the extension tubing to troubleshoot cross-threading. The flush exited from the same spot and did not enter the ivus catheter. Finally, the scrub attempted to disconnect and reconnect, showing the boston scientific representative, (B)(6), the discovered issue. The equipment fault was not resolved, so the ivus catheter was taken out of service and replaced. The original 5f ivus catheter never made contact with the patient. Gtin: (B)(4); exp date: 10/14/2026.